Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value was unknown at the time of the event and diabetic ketoacidosis. Customer was treated with the insulin drip by staying overnight hospitalization and emergency room in hospital. Troubleshooting was performed. Found that battery cap damage and battery power loss. It was unknown that the customer been using the insulin pump system within 48 hours of reported high bg event and it was unknown that the auto mode feature was active at the time of the event. It was unknown that the customer will continue the use of the insulin pump or not  and will be returned for analysis.